Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented for a follow-up in clinic. Upon interrogation of the implantable cardioverter defibrillator, the device exhibited stored episodes of post paced t wave oversensing. The patient did not receive any therapy during the oversensing episodes. Programming changes were recommended but were not performed at this time. The clinician elected to continued to monitor the device. The patient was in stable condition.